Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, resulting in absent glucose readings, and troubleshooting included toggling settings and restarting the ilet, consistent with an intermittent communication failure involving the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 leading to intermittent communication failure at the antenna component level. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.